Manufacturer narrative:
The customer was sent a replacement pump. The customer subsequently reported that the replacement pump also has low suction. This pump was also replaced. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to medela customer service on (B)(6) 2016, that she was experiencing low suction with her freestyle hands-free breast pump. Seven weeks prior to reporting this complaint, she was diagnosed with mastitis and prescribed an antibiotic while pumping and breastfeeding. In follow up with a medela clinician on (B)(6) 2016, the customer reported that her mastitis has resolved. However, she was diagnosed with thrush and was prescribed oral diflucan by her physician. She was also treated with a nystatin cream and her baby is being treated with a nystatin suspension.